Event description:
A malfunction was reported by the caller regarding the pump, with no notable events occurring beforehand. Blood glucose levels did not exceed 500 mg/dl, indicating there was no adverse impact. Customer technical support provided instructions to reset the pump, which resolved the issue, as the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reappears, and they acknowledged and understood these instructions.